Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information reported by our distributor partner endoctor, during pre-surgery check, the doctor found that the cylinders did not inflate. Several attempts were made to inflate following the routine pre-checking procedure but without success. The decision was made to implant the patient with 20cm cylinders that were also available. The cause of the failure to inflate was not able to be identified.

Event description:
According to the available information reported by our distributor partner endoctor, during pre-surgery check, the doctor found that the cylinders did not inflate. Several attempts were made to inflate following the routine pre-checking procedure but without success. The decision was made to implant the patient with 20 cm cylinders that were also available. The cause of the failure to inflate was not able to be identified.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The information received indicated the device failed to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.